Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his right eye (od). The patient reported every so often halos appear around light sources under conditions that he is not used to being in. The halos have gotten considerably less frequent. The icl was implanted on (B)(6) 2013 and remains implanted. The facility indicated the date of the last post-op visit was (B)(6) 2013 and the cause of the event was due to large pupils. The facility indicated no medication or treatments were required and the patient's prognosis was good. The best-corrected visual acuity at that time was 20/20.

Manufacturer narrative:
(B)(4) - halo. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - based on the information provided, the optic diameter of icl (up to 5.5 mm) that is small relative to the big pupil size caused edge effects that contributed to the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).